Manufacturer narrative:
The device was not returned to olympus for inspection. However, the technical assistance center (tac) provided remote troubleshooting and error b30 was identified as an issue at the customer facility with multiple scopes. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho-videoscope received a b30 communication error code. The issue occurred during an unspecified procedure. There were no reports of patient harm.